Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Troubleshooting was performed. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm without low battery warning. No harm requiring medical intervention was reported. Customer stated that new battery was not resolved issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph. (B)(4).